Event description:
It was reported that there was a pump product issue; the patient¿s pump was not refilled for 3 to 4 months. It was unknown to the reporter if the patient experienced any symptoms. No diagnostic testing or troubleshooting was performed, it was not required. Actions required as a result of the event consisted of pump replacement. During the replacement, the health care provider (hcp) was unable to aspirate the catheter. Diagnostic testing or troubleshooting consisted of x-rays. The cause of not being able to aspirate was not determined. The catheter as a result was explanted and replaced. Both the pump and catheter would not be returned, the customer discarded them. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The type of medication being delivered via the old pump was unknown however it was noted to not be baclofen. It was noted the new pump contained duramorph. Further information including if the patient experienced any symptoms, the cause for the event and the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported the patient had pump placed by another provider and the pump was dry for greater than 8 months, thus needed replacement for safety. The cause of the event was the patients' disapproval with prior physician and the patients self-wean attributed to the event. The error message or pump alarm was low volume had passed. The patient experienced total body pain and headache.

Event description:
Additional information received reported the catheter tip placement had been at t8. The device had delivered morphine. The pump had been dry for more than 8 months. The patient had self-discharged from their prior health care provider (hcp) as the hcp was escalating the doses of the pump when the patient didn¿t want them to be elevated. There were no symptoms related to the event. In terms of what the cause of difficulty aspirating the catheter was from, the hcp ¿presumed clot¿ and noted no aspiration of csf (cerebrospinal fluid) had been possible. In terms of how the patient was now doing, they had recovered without permanent impairment.